Event description:
It was reported that the patient had thinning skin at the pocket site. Symptoms of irritated around part of the incision. The patient underwent a revision procedure in which the implantable pulse generator (ipg) was moved from the right flank to the left flank. The patient was doing well postoperatively. The ipg remained implanted in the patient and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple weeks prior to the date the manufacturer became aware.